Event description:
It was reported that the cardiomems implant was aborted due to repeated difficulty advancing the delivery system and maintaining guidewire position. During the initial attempt, the physician lost placement of the platinum plus guidewire and withdrew the system to restart. A second attempt resulted in the same issue, prompting consultation with interventional cardiology. On the third attempt, the interventional cardiologist noted unusual resistance while advancing the device through the sheath and again was unable to maintain wire position. While retracting the system through the internal jugular access, the sensor detached from the delivery system and unintentionally deployed in the superior vena cava. The team immediately upsized to an 18 fr sheath and successfully retrieved the sensor using a snare. There were no adverse outcomes and the patient was transferred to recovery in stable condition. The physician did feel that the patient had unique anatomy that could have contributed to the issue; the patient had a quick narrowing of the pulmonary artery, making it difficult to advance the wire past the identified target site and hold the wire in place. Gcms-tw#: (B)(4). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".